Event description:
The pump and catheter were explanted due to an infection. A couple of days later, the pt experienced withdrawal. The physician was having difficulty managing the pt's spasticity. The pt remained hospitalized. The pt continued to have unspecified tests and lab work done. The physician reported he may have an ileus and would be "npo" so oral baclofen wasn't an option; they were giving him 75 mg every 8 hours and 5 mg valium; however, the management issues continued. The physician was unable to confirm what the intrathecal dose was prior to the system explant. They were considering an "lp" bolus of baclofen. Additional info has been requested, a follow-up report will be sent if additional info becomes available.